Event description:
It was reported an intra-aortic balloon catheter developed a leak after approx. 4 1/2 hrs of counterpulsation. The pt was successfully weaned and another intra-aortic balloon catheter was not necessary. There were no pt complications involved. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed several kinks along the catheter shaft. Traces of blood were noted in the balloon. Microscopic examination revealed an abrasion at the proximal end of the catheter. Iabc leaks/ruptures have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. This device displayed characteristics consistent with contact with a sharp external source, an abrasion on the balloon surface. Therefore, co does not attribute this event to the device.